Event description:
It was reported that the premature ventricular contraction (pvc) counter was seen on the implantable cardioverter defibrillator (ICD) as programmed vvi. The health care professional stated that there was a known right atrial (ra) lead issue. This ra lead remains in service. No adverse patient effects have been reported.